Event description:
The report indicated that after approx. 24 hrs of use, leakage was noted. The device was changed out and the pt tolerated this procedure without difficulty. The product was disposed of by the hosp. Per the clinician, the death was not related to the performance of the device. This device is designed to operate at blood flow rates from 1-7 lpm for periods up to 6 hrs.